Manufacturer narrative:
As reported in a research article, a case of successful replacement of the prosthetic valve by three sizes in a 3rd mitral valve replacement for congenital mitral stenosis with narrow left atrium in which the annulus was enlarged using superior transseptal approach. Information from the field indicated that at 13, the patient had a second mitral valve replacement with a 19 mm mechanical valve. By 22, pulmonary hypertension worsened with prosthetic mismatch, leading to a third valve replacement. Surgery findings included a small left atrium (could not fit 23 mm sizer) and required cutting the atrial septum. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It may have occurred due to procedural issues or patient-related complications, but this could not be confirmed. The reported surgical intervention and prolonged hospitalization was a result of case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: a case of successful replacement of the prosthetic valve by three sizes in a 3rd mitral valve replacement for congenital mitral stenosis with narrow left atrium in which the annulus was enlarged using superior transseptal approach b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "a case of successful replacement of the prosthetic valve by three sizes in a 3rd mitral valve replacement for congenital mitral stenosis with narrow left atrium in which the annulus was enlarged using superior transseptal approach", was reviewed. The article presented a case study of a 22-year-old female patient who had previously undergone mitral valve replacement with a 16mm carbomedics valve and ductus arteriosus ligation at the age of 2 for congenital mitral stenosis and patent ductus. At the age of 13, the patients underwent a second mitral valve replacement with a 19mm mechanical heart valve on an unknown date. At age 22, the patient's pulmonary hypertension progressed and was found to have a patient prosthetic mismatch (ppm). The patient underwent a third mitral valve replacement on an unknown date. The patient's left atrium was noted to be small, and a 23mm sizer could not pass through. The atrial septum was cut from the incision line towards the mitral annular. A 25mm mechanical heart valve was sutured in. The atrial septum was filled with a gore-tex patch and the left atrium was closed. [The primary and corresponding author was shigeto tokunaga, saitama red cross hospital, shintoshin 1-5 saitama 3308553 japan.]

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "a case of successful replacement of the prosthetic valve by three sizes in a 3rd mitral valve replacement for congenital mitral stenosis with narrow left atrium in which the annulus was enlarged using superior transseptal approach", was reviewed. The article presented a case study of a 22-year-old female patient who had previously undergone mitral valve replacement with a 16mm carbomedics valve and ductus arteriosus ligation at the age of 2 for congenital mitral stenosis and patent ductus. At the age of 13, the patients underwent a second mitral valve replacement with a 19mm mechanical heart valve on an unknown date. At age 22, the patient's pulmonary hypertension progressed and was found to have a patient prosthetic mismatch (ppm). The patient underwent a third mitral valve replacement on an unknown date. The patient's left atrium was noted to be small, and a 23mm sizer could not pass through. The atrial septum was cut from the incision line towards the mitral annular. A 25mm mechanical heart valve was sutured in. The atrial septum was filled with a gore-tex patch and the left atrium was closed. [The primary and corresponding author was shigeto tokunaga, saitama red cross hospital, shintoshin 1-5 saitama 3308553 japan.]